Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and 2 or more high rate nst episodes. Beginning (B)(6) 2016, lead trend shows rv pacing impedance varying from 475 ohms up to 2470 ohms. Beginning (B)(6) 2016, v. Sensing integrity counts up to 6893; vt-ns episodes with evidence of lead noise oversensing. Concomitant product: product ID: 5076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for ventricular tachycardia (vt) - non-sustained episodes and short interval counts (sic). It was noted that there had been erratic impedance's and oversensing that was consistent with lead fracture. It was later confirmed that the pace/sense portion of the rv lead was fractured. The pace/sense portion of the rv lead was capped and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.